Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was in the 600 mg/dl range. Correction boluses and insulin injections were used to address the high bg level. The contact had inadvertently set the basal and correction factor incorrectly. The bg were returning to a normal level.